Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conlcusion code is no longer applicable.

Event description:
Additional information was received from a company representative . The pump was returned to the manufacturer.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found low battery resets with an undetermined root cause.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp on 2016-dec-20. It was reported that the patient was seen on (B)(6) 2016 for a scheduled refill and the elective replacement indicator (eri) was 6 months. Prior to doing updated the hcp played alarms in demonstration as part of teaching secondary to low eri. The hcp noted critical alarm that would not stop: pump ¿reset.¿ the hcp proceeded with the update and noted pump returned to critical alarm. The managing physician and the manufacturer were notified. It was indicated that the cause of the low battery reset in safe state and motor stall recovered messages in the logs was determined after discussing with a representative it was stated that the motor was ¿drained¿ from playing alarms and then further with each update the hcp performed, per the hcp. It was noted the low battery reset in safe state and motor stall recovered messages in the logs were not resolved and that the pump was still alarming and kept resetting to minimal rate. It was indicated the patient was proceeding with arranging surgery. The hcp did not have explant information but included all strips from (B)(6) 2016. The logs showed that when the pump was examined at 13:57 on (B)(6) 2016 no events had happened in the logs since the last change on (B)(6) 2016. The pump was then updated at 14:00 on (B)(6) 2016 and examined at 14:16 and there were 10 ¿reset occurred¿ followed by ¿reset occurred ¿ low battery¿ messages seen between 14:00 and 14:16 with ¿pump in safe state¿ at 14:11. The pump was updated again at 14:31 and examined at 14:38 and there were another six ¿reset occurred¿ followed by ¿reset occurred ¿ low battery¿ messages between 14:17 and 14:22 with ¿pump in safe state¿ at 14:31 and ¿motor stall recovery occurred¿ at 14:31. The pump was examined at 17:16 and there were another three ¿reset occurred¿ followed by ¿reset occurred ¿ low battery¿ messages between 16:22 and 16:44 with ¿pump in safe state¿ at 16:22. Further information was received from a manufacturer¿s representative on 2017-jan-04. It was reported that an alarm was heard/confirmed by telemetry. Low battery reset alarm was occurring. It was noted the pump showed five months to eri. No symptoms were reported. The pump replacement was planned for the morning of 2017-jan-04. It was indicated that the pump would be returned.

Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine 5mg/ml for a total dose of 1.809mg/day and morphine 12.5 mg/ml for a total dose of 4.502mg/day via an implantable pump for no known indication for use. It was reported on (B)(6) 2016 alarm was heard/confirmed by telemetry. It was noted a critical alarm was occurring for pump reset, low battery reset, and safe state. It was noted the logs were checked, and healthcare professional (hcp) started hearing the pump alarm after an update. It was noted an alarm test was done as well prior to the update. Logs were checked and showed numerous resets around the same time as the update. The oldest logs went back to an update in (B)(6) and there were no logs since then until today. It was noted hcp updated the pump back to the desired rate and the update was successful, however a few minutes later hcp heard the pump alarm again. Logs were then checked again and it showed another reset along with a motor stall recovery log even though there was no motor stall log. It was reviewed the pump would need to be replaced to continue therapy. It was explained hcp could silence the alarm however if another reset occurred it would start alarming again. It was also reviewed they could also disable the pump completely to stop alarms if needed. The following action was reviewed to consider: other pump replacement. No symptoms we re reported. It was noted current managing hcp was not aware of this yet since it just happened, but hcp indicated she could contact current managing hcp office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.